Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose confirmed by fingerstick while using the ilet, with the lowest value of 60 mg/dl and an approximate duration of 30 minutes; the user was ill with a suspected stomach bug, received low and urgent low alerts, treated with orange juice and a glucose gel, and planned follow-up with a healthcare provider. Symptoms included dizziness. Outcomes included self-treatment without medical intervention or hospitalization, and no assistance was required beyond a companion providing juice as a courtesy. Investigation included troubleshooting and education regarding sick-day effects on glucose and device alerts. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.